Manufacturer narrative:
D and g tab. The product information is unknown, related device 510k and product code were used: k061573, drs, transducer, blood-pressure, extravascular. E tab - complete initial reporter information was not provided. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a unspecified central line transducer set - u3 that experienced separation during use. The reporter stated that " ICU medical transpac cvc transducer kit snapped at port. No lot number or photo." The product is not available for evaluation. The product was contaminated. No one was harmed as a result of the reported event. The time of event was 9pm. It became aware of the issue when checking the central line set - notice set detached at 3 way tap section. A normal saline was used with the product. The product was not reprocessed or re-sterilized prior to use. The data was communicated through "satff contacted me to let me know issue had arisen. Datix completed 843155". There was patient involvement and delay in therapy. No adverse event.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.